Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? What medical/surgical intervention was provided to manage the patient consequences? Was any abnormality of the device noted prior to, during or after the procedure? Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the strand. It was reported that the patient had to go back to the operating room. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/26/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device am0537 number, and no non-conformances were identified. H3 additional investigation summary: it was reported pull off - suture needle. One empty opened foil and an used needle of product code vr2253, lot am0537 were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected, and part of the suture still attached to barrel hole of the needle. However, marks on the edge of the needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. To avoid this kind of damage, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, suggests an improper handling of the sample. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? What medical/surgical intervention was provided to manage the patient consequences? Was any abnormality of the device noted prior to, during or after the procedure? The patient demographic info: age, weight, bmi at the time of index procedure what tissue was the suture used on? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? What tissue was the needle localized in? Was the needle retrieved during an additional surgical procedure? What was the date of the second procedure? Was additional dissection required in other organs or tissues other than the target tissue? Was there any change in the patient¿s post-operative care? What instruments were used to grasp the needle? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the condition of the patient?